Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that the patient faced occlusion event with an infusion set and was alerted by alarm 2 followed by alarm 26. The cannula was reported to be compromised and the blockage was found to be located at the site. The patient had high blood glucose levels and took correction injection via multiple daily injection (mdi). Patient also changed supplies as necessary and resumed insulin therapy. No further information available.